Manufacturer narrative:
Attempts to obtain additional information and to get the product back from the customer have been unsuccessful and are ongoing. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer emailed medela customer service on (B)(6) 2016 and stated the transformer to her pump in style breastpump was sparking from exposed wires, which is a safety risk.